Event description:
Additional information received from the consumer reported that the circumstance that led to the patient having more leakage was that the patient had the stimulator implanted on the 14th. The patient had leakage at the hospital and a few times after. The patient did not know what led to the nausea. The steps taken to resolve the feeling stimulation in the buttocks and having more leakage and nausea were that the patient called and was told to go down on the stimulator.

Event description:
The consumer reported that the permanent implant had not worked as well as the trial. The patient felt a pressure or pinching sensation between the urethra and vagina since implant. The patient experienced a loss or change of therapy. The patient wet themselves a little bit on the morning of (B)(6) 2016. The patient's therapy was not on. The patient turned therapy on and did not feel stimulation in the correct area. The patient was on program 2 and increased to 1.7v, but felt stimulation in the buttocks. The patient woke up twice on the night of (B)(6) 2016 and had more leakage that before implant since implant. The patient had frequency and leakage due to a sudden change in therapy or symptoms. The patient had some nausea and was able to feel stimulation on (B)(6) 2016. The patient had an increase in urination during the day and had urges during the night since about (B)(6) 2016. The patient could feel the stimulation somewhat on (B)(6) 2016. The patient had discomfort during the day while they were up and moving around. When the patient was up on their feet for an hour or so, they got discomfort and it continued. The patient was on program 2 at 2.1v and increased to 2.3v and felt stimulation in the correct area. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.